Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer "bumped the pump" and as a result the touch screen became shattered and unresponsive. There was no adverse impact to customer¿s blood glucose level due to the reported issue. Reportedly, customer reverted to an alternate pump for insulin therapy.